Event description:
It was reported that pump experienced malfunction alarms that initially resolved after reset but later recurred and prevented pump from turning off due to a software issue. There was no adverse impact to the customer¿s blood glucose level. Customer first reset pump with guidance from technical support and continued using it, then, after malfunction recurred, switched to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump with updated software, confirmed shipping details and return instructions, and advised customer to transfer pump settings and reconnect continuous glucose monitor once replacement pump was received.